Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 67-year-old female patient presenting for cardiomyopathy. Following escalation from an impella cp to an impella 5.5, the patient was noted to have stiffness in the leg from which the impella cp was removed. A hematoma was observed at the site and bleeding was identified via CT scan. The patient underwent a blood transfusion consisting of more than ten units of blood and an endovascular aortic repair was completed to achieve hemostasis.